Event description:
Brush head comes loose from handle and no longer stays attached-oral-b power oral care refills [device breakage]. Case narrative: consumer via phone reported that brush head comes loose from the handle and no longer stays attached. No injury was reported.

Manufacturer narrative:
Product return was requested or it's in transport. Evaluation will occur upon receipt of product return.